Manufacturer narrative:
Complaint conclusion: as reported, while prepping the balloon of a 5f mynxgrip vascular closure device (vcd), there was continuous air entering syringe. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). Both the device and its packaging were inspected prior to use. The device was tested by two physicians and they both experienced the same problem. The patient was not hospitalized, nor was hospitalization extended as a result of the event. The user was trained to the device. Other procedural details were requested but were not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed the shuttle engaged to the black handle, while the stopcock was in the open position with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant and advancer tube were both in their manufacturing positions. No additional anomalies were observed during this analysis. An inflation/deflation test was performed, and no issues related to the reported event were observed. The balloon inflated and deflated as expected. An additional analysis was performed to test the syringe-unit pressure maintaining system to evaluate a possible loss of pressure due to a leakage in any other part from the balloon. This analysis was performed by pulling the syringe in to vacuum mode to generated negative pressure, and it was confirmed that resistance was felt, which resulted from the positive pressure of the non-compromised system. These results indicate that no loss of pressure in any part of the system was present. Based on the information provided, the condition of the returned device, and the investigation performed, the reported failure as ¿balloon ~balloon loss of pressure at prep¿ was not observed as the balloon of the device was able to inflate and deflate and no leak was observed. Additional testing was conducted to ensure there were no issues with the syringe provided. The testing revealed there was no leakage of the syringe or any loss of pressure in any part of the system. The cause of the reported issue could not be determined. Handling factors may have been a contributing factor to the reported failure. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while prepping the balloon of a 5f mynxgrip vascular closure device (vcd), there was continuous air entering syringe. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). Both the device and its packaging were inspected prior to use. The device was tested by two physicians and they both experienced the same problem. The patient was not hospitalized, nor was hospitalization extended as a result of the event. The user was trained to the device. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.